Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse at customer's site, found bent needle. Fse suspects newly installed needle o-rings caused the needle to bend. Fse replaced the bent needle and took out the needle o-rings and exercised them to make them more pliable. Fse reinstalled o-rings wetted with hemolysis wash and installed needle. Fse completed quality control (qc) run and 10 patient samples successfully without errors. Customer confirms the g8 instrument functioned as intended after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. Sample needle: the g8 variant operator's manual under section 5 - sampling needle replacement provides detailed instruction on how to replace the sample needle. The most probable cause of the reported event was due to bent sample needle.

Event description:
On (B)(6) 2018, customer reported they had a bent sample needle on the g8 instrument. Customer informed technical support specialist that the preventive maintenance was performed on instrument on (B)(6) 2018 and no sample rack was running before discovering the bent needle. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the most probable cause of the reported event was due to failure of newly installed o-rings.